Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a t12-ilium posterior fusion, the surgeon broke two rod reduction persuaders while attempting to impact the collar down. Both persuaders broke off in the same location. Surgeon had additional persuaders available and used them to complete the procedure with no further problem, and no harm to patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the rod introduction pliers broke while attempting to impact the collar down. Both devices broke at the interface between the collet body (388.509.6) and collet handle (388.509.7). The two parts are joined by (B)(4) and examination indicates the brazing was continuous and consistent over the entire surface of both components for both instruments. Both components are made from (B)(4) which is a typical material for these types of instruments and the attachment method is appropriate for joining these parts. The nut (388.509.2) that secures the persuader tube to the handle has significant dents and gouges on the top surface on both devices and has broken off on one. The tips of the collet handle set screws (388.50.5) have numerous dents and gouges on the tip and along the sides. This screw maintains alignment of the collet with the persuader tube as it slides along the part and the dents and gouges are indicative of heavy use and force. On the device with the broken nut, the ratchet mechanism has become separated from the handle assembly. The top surface has evidence of mallet blows and the spring that holds the end into the grooves on the handle is bent back and to one side so that it exerts minimal pressure on the ratchet when reassembled. It is likely that the broken component was the result of impaction forces applied to the subcomponent during an attempt to seat the collar. Severe patient anatomy could contribute high in-situ forces making rod reduction, seating of the collar/nut difficult and could place high loads on the hook/screw holder. It is unclear what types of construct, or forces were present during surgery. (B)(4). A review of the system indicates the system design is appropriate for its intended use, and the complaint condition was caused by striking the components to impact the collars into position.